Event description:
Operating room staff reported that while using a ethicon 6 ligaclip mca the device "cut" the patient's tissue rather than clipping it as intended. A second device (same type/lot #) obtained and it also cut rather than clip. Both used devices removed from field, the additional 2 devices in box were not used. Alternate method used to complete case. No further issues noted. Patient sent to recovery in stable condition.